Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a hole in the aspiration tubing between the bsv (blood sampling valve) and the front blood detector. The fse replaced the aspiration tubing to resolve this issue. (B)(4).

Event description:
A customer reported their lh750 instrument leaked less than 1ml of blood from the bottom of the needle cartridge. The leak was contained within the instrument. The customer also observed "partial aspiration" errors, alerting the customer to an instrument problem. No erroneous results were generated in connection with the reported event.